Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
It was reported that, "dr removed broken nail. He converted pt to restoration modular bipolar. Dr requested nail be sent for evaluation. Both distal screws were broken as well as nail. Hospital would not release nail to us on day of surgery."